Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated the up arrow and ok buttons would stick and noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. The keypad was found to be fully intact, no peeling or damage was observed. During testing, the ok and up arrow keypad buttons were intermittently unresponsive and required multiple presses to engage; the down arrow and contrast buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Investigation was unable to confirm moisture behind the display. The pump was opened and no moisture was found.